Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet was stuck in the left ventricular lead and could not be removed. The lead was not used. The patient's condition was stable.